Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the black box and alarm history showed evidence of ¿cs 052¿ call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no errors, alarms or warnings occurring. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was moisture observed there. The pump was opened and there was moisture found on the printed circuit board (pcb) and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).